Event description:
Additional information from the patient indicated that the leads moved laterally. They stated that they let the battery die, and they no longer have symptoms. The patient plans to leave it off until their symptoms reoccur, and then they will get a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was all of a sudden the patient's therapy quit sending signals down to their foot where it was supposed to go on their anterior thigh. The patient was able to change groups but that did not resolve the issue. The patient turned their therapy off because it was not doing what it was suppose to do for a couple weeks. The patient was redirected to their healthcare provider to further address the issues.